Manufacturer narrative:
Investigation summary: based on the information available, the cause of the reported mechanical issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Risk review and labeling review identified that the adverse event of mechanical issue is a known risk of the device. The allegation of mechanical issue was unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to mechanical issue, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) pump and balloon removed as the pump was filling up too quickly. A new aus pump and balloon were implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause of the reported mechanical issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Risk review and labeling review identified that the adverse event of mechanical issue is a known risk of the device. The allegation of mechanical issue was unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to mechanical issue, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) pump and balloon removed as the pump was filling up too quickly. A new aus pump and balloon were implanted. No patient complications were reported.